Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was within range (value not provided).